Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging that the patient¿s onetouch verio2 meter was displaying an error 1 message. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The reporter stated that the product issue began four days prior to contacting lifescan. It is unknown how the patient manages their diabetes; the reporter did not wish to provide further details. The reporter stated that the patient developed a symptom of ¿dizziness¿ 4 hours after the product issue began. The reporter stated that the patient did not receive any treatment for this reported symptom. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient¿s reported symptom does not meet lfs¿ criteria for a serious injury and they did not receive any treatment. However, this complaint is being reported because, the alleged issue remained unresolved at the time of troubleshooting.